Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that as per death certificate the cause of death was metastatic prostate cancer and patient died at home.

Event description:
Same case as MDR ID: 2134265-2015-01971 (B)(4). It was reported that death occurred. In (B)(6) 2013, the patient presented due to unstable angina and silent ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the second obtuse marginal branch (om) with 95% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died at the hospice care and the cause of death is unknown.

Manufacturer narrative:
Describe event or problem and other relevant history - updated. (B)(4).